Event description:
Boston scientific received information that during an initial implant procedure, when attempting to implant this lead, multiple positions were tried but acceptable sensing or thresholds could not be achieved. A pericardial effusion was noted on an echocardiogram. The fluid was removed and the lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.